Event description:
It was reported that patient underwent arthroscopic rotator cuff repair procedure utilizing two bipass suture passers in 2009. During the procedure, both suture passers failed to pass the needles which resulted in the surgeon having to go to an open procedure. This caused a delay greater than thirty minutes.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Functional evaluation of the returned device found that the instrument was able to advance the nitinol pusher/needle as intended.this report filed september 2, 2009.